Manufacturer narrative:
The device remains implanted, therefore no product will be returned to the manufacturer for evaluation. Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the design evaluation and CT pictures the hospital is to provide. Unique identifier (UDI) # (B)(4). Remains implanted.

Event description:
The sales associate reported that the implant was too big, therefore the surgeon had to modify the implant to fit the defect. A one hour surgical delay was reported. It is reported the hospital will provide a postoperative CT.

Manufacturer narrative:
The DHR (device history record) was reviewed and no non-conformances were found. The complaint that the implant was too big cannot be verified as the implant was not returned. The design vendor did an investigation into the design and found no design flaws. They found ¿the overlap on to the native bone may cause the implant to appear larger than the defect area.¿ the surgeon chose a ¿custom¿ fit¿; the contour of the implant closely matched the patient¿s anatomy and was designed to smoothly transition from implant to native bone with a tapered edge. The surgeon approved the design with a 3d pdf that showed this tapered edge and how it transitioned onto the native bone. The most likely underlying cause of the complaint is customer preference as the surgeon removed the overlap onto the native bone. There are no indications of manufacturing defects.